Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead was explanted due to fracture. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 36.5 cm distal to the is-1 connector pin (into 2 segments). The analysis showed an abrasion mark 8 cm proximal to the lead tip. Furthermore, the lead tip was found separated from the ring electrode. Additionally, the fixation helix was found bent. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.